Manufacturer narrative:
(B)(4). Neither the product nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that on (B)(6) 2012 the patient underwent: l5-s1 laminectomy, facetectomy and foraminotomy. L4-5 and l5-s1 posterolateral fusion. Non-segmental pedicle screw instrumentation, l4-s1. Bilateral iliac screw fixation. Bone graft with a local morselized autogenous bone from the same incision as well as allograft with cancellous bone from the same incision as well as allograft with cancellous chips and bone morphogenic protein. Neuromonitoring with somatosensory evoked potentials and electromyography. Preoperative diagnosis: grade 3 lytic spondylolisthesis, l5-s1, with foraminal stenosis and lumbar radiculopathy. (B)(6) 2013 the patient underwent: removal of bilateral iliac screws and lateral connectors. Preoperative diagnosis: previous lumbar fusion fro high grade spondylolisthesis. Symptomatic iliac screws. Indications: part of her pain was reproduced with palpation of the prominent iliac bolts. Pre-op notes: "we then dissected through scar tissue and identified the iliac bolts as well as the lateral connectors. The setscrews were removed from both. We then exposed the rod going from the s1 screw to the connectors and used a high speed metal cutting burr to cut the rod just proximal to the connector. Once the rod was cut, we were able to first remove the cut piece of rod and then the lateral connector. We then removed the iliac screws. This was done bilaterally."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.